Manufacturer narrative:
During routine service at right way medical, the device was observed to have a broken pressure block. A review of the device¿s serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause remains undetermined. This is the first occurrence of this issue for this device. The risk level has not yet been established; the event is being reported out of an abundance of caution. Reference to complaint # (B)(4).

Event description:
During service at right way medical, this device had a: broken air in line push piece on pump door.